Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Physician reported "left side rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others and underweight. A microscopic analysis was performed which identified: one broken sharp on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on the anterior assessed as unidentified (tear) opening.

Event description:
Physician reported "left side rupture". The device has been explanted.